Event description:
It was reported that the infusion was programmed incorrectly as the user did not use guardrails drug library. The customer is requesting bd to review the logs and stated that there were no concerns for malfunction. Bd received additional information. It was reported that the event involved "wrong infusion programming of a methotrexate infusion." The event occurred on (B)(6) 2024 at around 1700. The event resulted in elevated renal function; however, no additional medical intervention was performed and the patient reportedly "recovered." Although requested, additional information such as infusion parameters (the ordered rate of infusion) were not provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the reported of a wrong infusion programming of a methotrexate infusion could not be confirmed based on the review of the logs. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion on the reported event date of august 27, 2024; at 4:28:50 pm, an infusion was programmed with the following parameters: rate: 100 ml/hr, volume to be infused (vtbi): 48 ml and primary volume infused (pvi): 0.0 ml. At 4:57:51 pm pm infusion was completed, pvi: 48.022 ml. Primary volume infused registered corresponds to what was programmed. At 4:58:59 pm vtbi updates to 20 ml pvi was recorded as 48.121 ml. At 4:59:49 pm vtbi updates to 50 ml pvi was recorded as 49.517 ml. At 5:00:06 pm vtbi updates to 100 ml pvi was recorded as 49.878 ml. At 5:27:14 pm the suspect pump module was channeled off and pvi was recorded as 94.95 ml. A review of the pcu and pump module error logs showed no errors were recorded related to the reported incident. Inspection and laboratory testing could not be performed, the incident device was not received for this investigation per the alaris directions for use (dfu) version 12.1, qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The dfu also notes for programming with no guardrailstm selection that the procedure should be used only when the drug to be infused is not listed in the drug library. There are no guardrailstm limit protections associated with any non-library drug calculation. The dfu instruct before starting any infusion to verify correct infusion parameters. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported wrong infusion programming of a methotrexate infusion was unable to be determined based on the review of the logs alone, no devices were returned for this investigation and no additional event information was provided. Based on the review of the device logs, the infusion program completed on schedule. A basic infusion was identified performed on the day prior to the reported incident date; however, it could not be determined if this programming was associated with the reported incident.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was programmed incorrectly as the user did not use guardrails drug library. The customer is requesting bd to review the logs and stated that there were no concerns for malfunction. Bd received additional information. It was reported that the event involved "wrong infusion programming of a methotrexate infusion." The event occurred on 20 august 2024 at around 1700. The event resulted in elevated renal function; however, no additional medical intervention was performed and the patient reportedly "recovered."